Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient experienced discomfort due to inflatable penile prosthesis (ipp) reservoir migrated from retzius down to the scrotum. The device did not have any fluid leak. The patient decided to have a removal procedure and to not have a new device implanted. The explanted device was placed originally by another physician.explanting physician did not feel that the device was the caused of the migration.

Event description:
It was reported that patient experienced discomfort due to inflatable penile prosthesis (ipp) reservoir migrated from retzius down to the scrotum. The device did not have any fluid leak. The patient decided to have a removal procedure and to not have a new device implanted. The explanted device was placed originally by another physician.